Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. This report is a duplicate of report number, 6000001-2010-02787. Complaint no: (B)(4).

Event description:
Customer reported on august 6, 2010, a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 5 of 10.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding seventeen erroneously high glucose (glu) results generated by the unicel dxc 800 synchron chemistry analyzer. The samples were repeated on an alternate analyzer and amended reports were issued. It is unknown if patient treatment was initiated or withheld with regard to this event.

Manufacturer narrative:
Evaluation summary:the reported condition of leak was not confirmed. No obvious defect was detected through visual testing. Pressure test at 8psi was conducted and no leak was found. Batch review performed and no exception was observed during manufacturing. (B)(4).

Manufacturer narrative:
The sample is available for evaluation. A follow up report medwatch will be submitted when the evaluation is complete or if any additional information becomes available. (B)(4).